Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary frequency, ovarian cyst, acute upper respiratory tract infection and suicide attempt. In 2010, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast") and bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bv"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2018, the patient experienced migraine ("migraines / headaches"), 7 years 5 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse"), abdominal pain ("abdominal, pain/left abdomen pain"), iron deficiency anaemia ("anemia"), depression ("psych injury/psychological or psychiatric problems condition: depression"), bladder disorder ("bladder problem"), vaginal infection ("vaginal infection"), gastrointestinal disorder ("gi conditions"), lymphadenopathy ("swollen glands"), nausea ("nausea,"), abdominal distension ("severe bloating"), ovulation pain ("painful ovulation"), contusion ("bruising,"), pain ("body aches"), breast pain ("breast pain,"), night sweats ("night sweats"), libido decreased ("lowered libido"), infection ("chronic years infections"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psych injury/psychological or psychiatric problems condition: anxiety"), insomnia ("insomnia"), rash ("rashes or skin conditions"), endometrial hyperplasia ("endometrial hyperplasia"), uterine polyp ("endometrial polyp"), dental caries ("dental problems:dental cavity"), fatigue ("fatigue"), haemorrhoids ("digestive system condition type: hemorrhoids"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems"), back pain ("back pain") and pain in extremity ("leg pain") and was found to have neoplasm malignant ("cancer,"), weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, neoplasm malignant, iron deficiency anaemia, depression, bladder disorder, vaginal infection, gastrointestinal disorder, lymphadenopathy, nausea, weight increased, abdominal distension, ovulation pain, contusion, pain, breast pain, night sweats, libido decreased, infection, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, bacterial vaginosis, migraine, anxiety, insomnia, rash, endometrial hyperplasia, uterine polyp, dental caries, fatigue, haemorrhoids, alopecia, vaginal discharge, visual impairment, back pain, pain in extremity and hormone level abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, bacterial vaginosis, bladder disorder, breast pain, contusion, dental caries, depression, device dislocation, dysmenorrhoea, dyspareunia, endometrial hyperplasia, fatigue, gastrointestinal disorder, genital haemorrhage, haemorrhoids, hormone level abnormal, infection, insomnia, iron deficiency anaemia, libido decreased, lymphadenopathy, menorrhagia, migraine, nausea, neoplasm malignant, night sweats, ovulation pain, pain, pain in extremity, pelvic pain, rash, uterine polyp, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 1970 (discrepancy noted as per ppf) she received treatment for chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic/ abdominal, psych injury, current weight 170 lbs. Essure confirmation test: total bilateral occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary frequency, ovarian cyst, acute upper respiratory tract infection and suicide attempt. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast") and bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bv"). In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2018, the patient experienced migraine ("migraines / headaches"), 7 years 5 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse"), abdominal pain ("abdominal, pain/left abdomen pain"), iron deficiency anaemia ("anemia"), depression ("psych injury/psychological or psychiatric problems condition: depression"), bladder disorder ("bladder problem"), vaginal infection ("vaginal infection"), gastrointestinal disorder ("gi conditions"), lymphadenopathy ("swollen glands"), nausea ("nausea,"), abdominal distension ("severe bloating"), ovulation pain ("painful ovulation"), contusion ("bruising,"), pain ("body aches"), breast pain ("breast pain,"), night sweats ("night sweats"), libido decreased ("lowered libido"), infection ("chronic years infections"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psych injury/psychological or psychiatric problems condition: anxiety"), insomnia ("insomnia"), rash ("rashes or skin conditions"), endometrial hyperplasia ("endometrial hyperplasia"), uterine polyp ("endometrial polyp"), dental caries ("dental problems:dental cavity"), fatigue ("fatigue"), haemorrhoids ("digestive system condition type: hemorrhoids"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems"), back pain ("back pain") and pain in extremity ("leg pain") and was found to have neoplasm malignant ("cancer,"), weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, neoplasm malignant, iron deficiency anaemia, depression, bladder disorder, vaginal infection, gastrointestinal disorder, lymphadenopathy, nausea, weight increased, abdominal distension, ovulation pain, contusion, pain, breast pain, night sweats, libido decreased, infection, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, bacterial vaginosis, migraine, anxiety, insomnia, rash, endometrial hyperplasia, uterine polyp, dental caries, fatigue, haemorrhoids, alopecia, vaginal discharge, visual impairment, back pain, pain in extremity and hormone level abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, bacterial vaginosis, bladder disorder, breast pain, contusion, dental caries, depression, device dislocation, dysmenorrhoea, dyspareunia, endometrial hyperplasia, fatigue, gastrointestinal disorder, genital haemorrhage, haemorrhoids, hormone level abnormal, infection, insomnia, iron deficiency anaemia, libido decreased, lymphadenopathy, menorrhagia, migraine, nausea, neoplasm malignant, night sweats, ovulation pain, pain, pain in extremity, pelvic pain, rash, uterine polyp, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 1970 (discrepancy noted as per ppf) she received treatment for chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic/ abdominal, psych injury, current weight (B)(6). Essure confirmation test: total bilateral occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: pfs received. New events: abnormal bleeding (vaginal, menorrhagia), hormonal changes, infection (bladder/ urinary tract/vaginal) type: yeast, bv, migraines / headaches, migration of essure device location of device, psychological or psychiatric problems condition: anxiety, depression insomnia, rashes or skin conditions, reproductive system disorder or changes condition type of disorder or condition: endometrial hyperplasia endometrial polyps, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, gastrointestinal or digestive system condition type: hemorrhoids, hair loss, nausea, pain, vaginal discharge, vision/eye problems were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.